Event description:
Clinic notes received on (B)(4) 2012 and dated (B)(6) 2012 indicated that the patient had a series of 14 seizures prior to his appointment in (B)(6) 2011. At that time, his medications were increased. The clinic notes indicated that the patient had no seizures between the time that his medications were increased and the appointment on (B)(6) 2012. Attempts for additional information have been unsuccessful to date.